Event description:
The customer observed a falsely elevated sodium result for one patient on the architect c16000 analyzer. The following data was provided: initial 164 mmol/l, repeat 134 mmol/l. There was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete.

Manufacturer narrative:
Further investigation of the customer issue included a review of historical complaints (both trending and lots), service of the instrument and a review of labeling. Historical complaint reviews did not identify an adverse trend. Multiple parts were replaced on the instrument, the mixer was found to be dirty and was replaced by abbott field service representative, erratic results continued. Additional service addressed issues with the cuvette washer, all syringe water line seals were then replaced, the issue was considered resolved. The service ticket history showed that probe wash errors occurred recently, the pump and controller board were replaced, but issues began again after quarterly maintenance was done and syringe seals were replaced. Since the issue was resolved after field service replaced the seals again, this suggests that the seals replaced during maintenance were not installed properly. The seals are commonly replaced during maintenance and to address fluidics issues which can impact results; mixers are also commonly replaced as part of maintenance. A contaminated or dirty mixer can also impact results, requiring cleaning or replacement of the mixer. No adverse trends involving the seals or mixer were identified. Based on the available information, a deficiency was not identified. There is also insufficient information that suggests a malfunction occurred. Syringe seals may have been improperly installed and buildup on the mixer impacted results; proper completion of maintenance procedures could have detected or prevented the complaint issue. Labeling was reviewed and found to be adequate. Maintenance procedures described in the operations manual instruct the operator to inspect and/or clean various components that can impact results. Troubleshooting assistance for erratic results is also provided.